Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure in 2003. It was reported that the device was deployed without difficulty. The pt was discharged later that day. The following month, the pt presented to the emergency room with right groin swelling, erythema and cellulitis. A surgeon was consulted and attempted an aspiration of the right groin, which did not reveal any pus. It was reported that the white blood count was elevated; therefore the pt was admitted to the hosp. A doppler ultrasound was performed which revealed a "dirty fat appearance of the tissue". There was no evidence of a pseudoaneurysm. The pt was treated with an unspecified intravenous antibiotic. 6 days later, the pt was discharged home and was prescribed an unspecified oral antibiotic. It was reported that the pt is doing "fine" to date.